Manufacturer narrative:
Continuation of d10: product ID a90300 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were still having issues connecting to recharge. They reported that it would takes several attempts and they had to lay down in bed and put the sheet between the charger and the device. It charged very slow. Unfortunately there was some sort of connection issue, but they were out of the country at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was in mexico. Patient stated that they choose the implantable device and assumed that they would not be experiencing any issues at this early stage. The plan was to have this device in proper working order until they hit retirement age.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they tried to charge the implant yesterday and it wouldn't do anything. The patient stated they sat there for 25 minutes and the battery level didn't increase from the red bar with no percentage, and they got an error message that said there was a problem and to call the manufacturer. The agent asked what error message displayed, patient did not recall. The patient reported that the screen they were encountering that said their battery was low was the "open loop" screen, and that they sat with excellent connection for over 30 minutes as directed by their therapy app but nothing changed. The patient stated that they have had their implant for a couple years and they recharge every week and they had never had this problem. The patient stated that they could feel their implant and it was very close to their skin. Patient services asked if patient had any falls or trauma to the implant and the patient stated no. The patient also mentioned that they were fatter than they were when they had the implant implanted but they hadn't noticed any movement of their ins. The agent reviewed optimal recharging depth with patient and the patient stated that they were charging with a thin layer of shorts on. The patient confirmed that recharger was right over their implant. The patient also stated that in an attempt to see if their therapy was working properly, they attempted to turn their therapy on and off with their communicator. The patient stated that they also had issues connecting with their communicator. The patient stated that they knew their therapy was on because they could feel themselves turning it on and off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue and evaluate the patient's ins.

Manufacturer narrative:
Continuation of d10: product ID a52200 (unknown serial/lot); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.